Event description:
The patient was undergoing a thrombectomy procedure using a penumbra coil detachment handle. The detachment handle has unable to detach the coil. The physician was unable to remove the detachment handle, therefore, the coil and the detachment handle were removed.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: there is no exterior damage to the dh1. A piece of black pet-tubing was found inside the handle. Conclusion: the complaint has been evaluated. The complaint indicates the handle would not detach the coil, and the detachment zone at the proximal end of the pusher assembly could not be removed from the handle and therefore a new handle could not be used to detach the coil. During device evaluation, the detachment handle was opened and a piece of pet-tubing from the pet lock at the proximal end of the pusher assembly was found. The pet tubing was removed and the detachment handle was tested using the production test fixture. The handle actuated correctly and passed for both throw distance and pull force. The detachment handle is fully functional. The root cause of this complaint cannot be determined however, based on the results of the investigation, it appears that the operator may not have had the pusher assembly properly seated in the handle therefore; the detachment mechanism could not operate according to specifications. All detachment handles are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.